Event description:
During an unrelated procedure, under-sensing and noise due to electromagnetic interference were noted on the device. During the procedure, the pacing was switched off as a temporary resolution. Following the procedure, no noise or under-sensing was noted. The patient was stable.